Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1671462). We cannot rule on the compliance of the power settings selected by the customer compared to the ones recommended by maillefer which are exclusively given for ems generators. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a start-x tip broke during use; no injury resulted; no injury resulted.